Manufacturer narrative:
Mpu power interruption is reported in MFR#: 2916596-2020-04492. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04492. It was reported that the patient was admitted for driveline drainage and pain and weakness. The log file analysis showed a single low flow event on (B)(6) 2020. A series of low power hazards on (B)(6) 2020 were also noted. These were caused by power to the mpu being briefly interrupted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported driveline infection cannot be conclusively determined through this investigation. A low flow event was confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The controller event log file contained data spanning from on (B)(6) 2020 at 09:10:33 to on (B)(6) 2020 at 10:13:12, per the timestamp. A transient low flow event was captured on (B)(6) 2020 at 12:54:13, when the estimated pump flow was calculated to be below the threshold of 2.5lpm. The low flow event did not persist for at least 10 seconds; therefore, a low flow alarm was not activated. No other unusual ventricular assist device related events were noted, and the pump appeared to have been operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019 the heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists driveline infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 7 outlines all system alarms and the recommended actions associated with them. Care instructions regarding preventing infection are provided in various sections of this document. The heartmate 3 left ventricular assist system instructions for use lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.